Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.9, re-test: 5.1, re-test: 4.1. Date: (B)(6) 2010, inratio: 2.5, nurses inratio: 3.3. Readings from (B)(6) 2010 were taken less that 5 minutes apart. The same drop of blood was used for testing on both meters on(B)(6) 2010.

Manufacturer narrative:
Investigation pending.